Event description:
It was reported that post atrial fibrillation (af) cardioversion, the right atrial (ra) lead was noted to exhibit noise oversensing resulting in inappropriate mode switch episodes upon device interrogation. The noise was reproducible with pocket manipulation. No changes or interventions were done. The patient was in stable condition.